Manufacturer narrative:
It is indicated that the product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as possible rood cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no nonconformities were documented. No further investigation will be pursued at this time. Based on the available info, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows. Date: (B)(6) 2014. Inratio inr: 3.0. Laboratory inr: 1.6. The time between testing was approx four to five hours. Reportedly, adding multiple drops of blood and touching finger to sample well. Additionally it was reported that coumadin was stopped due to combination between inratio and lab results. Therapeutic range 2.0 - 3.0 for the pt. There was no additional info provided.